Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v487231, implanted: 2010 (B)(4); product type lead. (B)(4).

Event description:
It was reported a long time ago the patient said they turned the stimulation up too high and it sent a jolt up their body.